Event description:
It was reported on (B)(6) 2025 a 25-18mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During the procedure after opening both discs of the occluder, it was noted that the discs were positioned in the left atrium. The occluder was partially re-captured and re-deployed. The right disc of the occluder took on a bulbous shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 25-18mm amplatzer talisman pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.